Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. It was determined that the system board needs to be replaced to resolve the issue. The customer does not want any repairs done to the unit, the unit will be returned unrepaired.